Manufacturer narrative:
Additional information was received. Procedural cine was provided by the procedural site. It was observed the valve was positioned proximal to the valve alignment markers prior to deployment, resulting in asymmetric and incomplete valve deployment. The complaint for valve alignment difficulty or inability was confirmed by the provided imagery.

Manufacturer narrative:
The devices were not returned to edwards lifesciences for evaluation. Therefore, no visual, functional, or dimensional analysis could be performed. DHR review did not reveal any manufacturing nonconformance that would have contributed to this complaint event. Review of lot history revealed no other similar complaints. During manufacturing of the delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. The IFU, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices. Based on a review of the IFU and training manual, no deficiencies were identified. The complaint for valve alignment difficulty or inability was unable to be confirmed. Due to unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing nonconformance was not identified. A review of the DHR and lot history did not provide any indication that a manufacturing nonconformance would have contributed to the complaints. Furthermore, a review of IFU/training materials revealed no deficiencies. Per the report, during the procedure, there was difficulty experienced during valve alignment in a straight section of the anatomy. Although valve alignment was reported to be performed in a straight section of the anatomy, it is possible tension was present in the system during valve alignment, which may result in higher forces necessary to align the valve, contributing the reported complaint event. Tension in the system may be induced by the following: (1) if the balloon profile is altered, it may be difficult to advance the thv over the balloon. The balloon profile may be affected by device preparation steps, such as inflating the balloon past the recommended 20 to 30 percent as instructed in IFU materials or leaving residual fluid in the balloon after de-airing. (2) tortuosity was noted to be present in the patients vasculature. If tortuosity is present, it may be difficult to pull the balloon shaft through the flex shaft along bends in the anatomy. Furthermore, if the thv alignment is performed at an angle (nonstraight section of aorta), this can cause the thv to unseat from the flex tip (noncoaxial placement of valve in relation to the flex tip) during alignment and dive into the lumen of the flex tip. If the thv is unseated during alignment, it can result in additional valve alignment forces. Available information suggests that the reported event may have been attributed to patient factors (tortuosity). However, due to lack of returned imagery and device a definitive root cause is unable to be determined at this time. The complaint for valve alignment difficulty or inability was unable to be confirmed. However, no manufacturing nonconformances were identified during evaluation. A definite root cause was unable to be determined. However, available information suggests patient factors (tortuosity) contributed to the reported event. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action, nor risk assessment is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. There may be cases in which the valve is not able to be deployed at the intended location. This may require deploying the valve at a non-target location. Although, generally well tolerated, the long term effects are not completely understood. In this case, the valve alignment issue was not resolved, resulting in the valve embolizing into the ascending aorta and subsequently being placed in the descending aorta. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during implant of a 26mm sapien 3 ultra valve in the aortic position, there was difficulty with valve alignment and the valve was not correctly positioned on the delivery system balloon. The valve alignment issue was not resolved. During valve deployment, the valve embolized into the ascending aorta. The valve was successfully placed in the descending aorta with no harm caused to the patient. A second valve was implanted. The patient had extensive vessel tortuosity and calcification. Valve alignment was performed in a straight section of the anatomy.